Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000860; lot/serial: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a demo imaging system. It was reported that the system was completely dead on arrival to the site. The system was charged for 20 minutes and no progress was made. The system was recrated and taken back to the warehouse. The issue was due to a power enclosure failure. The system board is turning on when the umbilical cable is unplugged and running down the batteries. There was no patient involvement.

Manufacturer narrative:
D10/d11: kit svc bi71000195 tray o2 ias power, rev. A : s/n (B)(6) kit svc o2 bi71000176r encl pwr conv rfb, rev. 1 : s/n (B)(6) h3/h6: the image acquisition system (ias) power tray (kit svc bi71000195 tray o2 ias power) was returned to the manufacturer for analysis. There was no failure found with this component. Evaluation codes: 10, 213, 67. The power conversion enclosure (kit svc o2 bi71000176r encl pwr conv rfb) was returned to the manufacturer for analysis. There and electrical failure found with this component. Evaluation codes: 10, 120, 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5) additional information provided. D11 correction) concomitant product is product ID: bi71000176r, serial/lot #: rev. 1 : s/n (B)(6) and not(B)(6) . H3) a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The system control board was coming on when all power was removed. The power conversion and power tray were replaced and the system then performed as intended and passed a system checkout. The power conversion and power tray were returned to medtronic. Analysis was not completed at the time of filing. H6) fdm 10, fdr 120, fdc 4307 apply to the system checkout. Fdm 4118, fdr 3233, fdc 11 apply to the returned product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the malfunction was due to a relay or another component shorting causing the system control board to always come on.